Event description:
It was reported that patient underwent a procedure utilizing a fixation device on (B)(6) 2014 due to chronic ac joint separation. Subsequently, the patient was sent to rehab too early and did not heal properly. This resulted in a revision procedure on (B)(6) 2014 to remove the initial fixation device and implant two additional fixation devices. Another revision procedure occurred on an unknown date due to patient non-compliance and failure to use the necessary arm immobilizer. Both fixation devices were removed and the procedure was completed with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "surgical implants are subject to repeated stresses in use, which can result in fracture or damage to the implant. Factors such as the patient¿s weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant." This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-08662 and 2015-00404 / 00405).